Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged dim display issue was not duplicated. The pump powered up with auditory and vibratory features. The display was clear and fully illuminated. Unrelated to the reported display issue, the pump alarmed for language file corruption related call service warning on powering up. Review of black box data found record of the same alarm in the alarm history. The investigation was unable to clear the alarm and the remaining testing was not completed. The investigation concluded that the language file corruption alarm was the result of a discrete component failure on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).